Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified surgery. No additional information was reported.

Event description:
It was reported that on (B)(6) 2008 the patient underwent a c5-c6 and c6-c7 anterior cervical discectomy, the placement of interbody spacer c5-6 and c6-7 with anterior cervical fusion, the augmentation of anterior cervical fusion c5-6 and c6-7 with recombinant bone morphogenetic protein. It was reported that as a result of the use of infuse in this surgery the patient suffered chronic pain syndrome, neck pain, bulging discs, and narcotic dependence.

Event description:
It was reported that the patient presented with multilevel cervical spondylosis and cervical radiculopathy on the right at c6. The patient underwent a c5-6-7 acdf using rhbmp-2/acs. There were no noted complications. Reportedly, the patient sustained unspecified injuries. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient has also developed ectopic bone growth.

Event description:
It was reported that on (B)(6) 2008 the patient underwent microscope-assisted c5-6 anterior cervical discectomy with bilateral foraminotomies. Microsc oped-assisted c6-7 discectomy with bilateral foraminotomies. Placement of interbody spacer c5-6 and c6-7 (structural allograft) with anterior cervical fusion. Augmentation of anterior cervical fusion c5-6 and c6-7 with rhbmp-2. Placement of anterior cerical plate c5 - c6. Neuromonitoring with somatosensory-evoked potentials and motor-evoked potentials. Preoperative diagnosis: cervical spondylosis, multilevel. Cervical radiculopathy, right c6. Per op-notes: "... Therefore, an allograft radius was sized at about 7.5 to 8 mm and fashioned. This was placed into the space and thought to be a good fit. Then 1.5mg of bone morphogenic protein was then placed in the center of the radial allograft and the structural graft was then tapped into place. The micro-scope was then moved to the c5-6 interspace, the cottonoid was removed, and the disc space was inspected again. We then fashioned a similar graft measuring approximately 7.5mm in height, fashioned it, placed 1.5mg of bmp in the center of this, and then tapped this into place too. The fit and was good on both of these. The caspar pins were removed. The microscope was then removed as well..."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.